Manufacturer narrative:
Sample was serum. It was collected and processed off-site and no information was not supplied. Qc is run twice daily and was within the customer's established specifications prior to and after the event. Testing at bci cpls (customer product line support) using interference eliminating proteins has confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphotase. The interfering compund causes reproducible false negative results but is distinct from heterohile antibodies. Similar to heterophile antibodies, the results do not correlate with the clinical status of the patient.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible no value with ind flags for unconjugated estriol (ue3) on one patient's sample produced by the unicel dxl 800 access immunoassay system. Upon repeat, the result was 0.001nmol/l (x2 dilution). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.